Event description:
It was reported during in clinic follow up that the right ventricular lead had increased capture threshold and r-wave amplitude variation. Dislodgement was confirmed via imaging. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.